Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedances, failure to capture and sense. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.